Event description:
Following a catheterization procedure, an angio-seal device was placed. The physician noted difficulty inserting the sheath/dilator. The insertion site was enlarged and the sheath placed forcefully. Deployment was completed, however hemostasis was not achieved. Manual pressure was held for 15 minutes with hemostasis. Post procedure the pt's pulses were absent. An ultrasound revealed decrease blood flow in the right common femoral artery. A vascular consult was obtained and the pt was sent to surgery. The surgeon found that the angio-seal had been deployed in the artery causing thrombus formation and occlusion of the right common femoral artery. Post op the pt's pulses were intact. Follow-up found the pt to be progressing well, and discharged 02/06/98.